Event description:
It was reported the patient was not able to adjust stimulation. A "call your doctor" icon was displayed. A power-on-reset (por) condition was reported. No error code was noted. The por was cleared and it resolved the issue. No patient injury was reported.

Manufacturer narrative:
Product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7425, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7425, serial# (B)(4), implanted: (B)(6) 1999, product type implantable neurostimulator; product ID 7425, serial# (B)(4), implanted: (B)(6) 1999, product type implantable neurostimulator. (B)(4).